Manufacturer narrative:
H10: the customer returned a sample with product code 5c4482 for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The sample was connected to an in-lab titanium adapter and the connection between the two devices did not leak during seal surface integrity testing.the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h6, h10. H10: the device from reported product code 5c4483 was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set "fell off". This occurred during patient infusion of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics for precaution. No additional information was available.